Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Unusual frequent heavy bleeding [genital bleeding]. Mycosis [mycosis]. Lower back pain [low back pain]. Headaches [headache]. Asthenia [asthenia]. Dizziness [dizziness]. Impaired concentration [concentration impaired]. Short-term memory [short-term memory impairment]. Hair loss [hair loss]. Burning sensation in abdomen [burning sensation in abdomen]. Tingling [tingling]. Tremors in right limbs [tremor limb]. Sleep difficulties [difficulty sleeping]. Anxiety [anxiety]. Musculoskeletal pain [musculoskeletal pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("unusual frequent heavy bleeding"), fungal infection ("mycosis"), back pain ("lower back pain"), headache ("headaches"), asthenia ("asthenia"), dizziness ("dizziness"), disturbance in attention ("impaired concentration"), memory impairment ("short-term memory"), alopecia ("hair loss"), abdominal discomfort ("burning sensation in abdomen"), paraesthesia ("tingling"), tremor ("tremors in right limbs"), insomnia ("sleep difficulties"), anxiety ("anxiety") and musculoskeletal pain ("musculoskeletal pain"). Essure was removed on (B)(6) 2017. The patient was treated with surgery (surgery to remove essure). The reporter considered abdominal discomfort, alopecia, anxiety, asthenia, back pain, disturbance in attention, dizziness, fungal infection, genital haemorrhage, headache, insomnia, memory impairment, musculoskeletal pain, paraesthesia, pelvic pain and tremor to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] . Unusual frequent heavy bleeding [genital bleeding]. Mycosis [mycosis] . Lower back pain [low back pain] . Headaches [headache] . Asthenia [asthenia] . Dizziness [dizziness] . Impaired concentration [concentration impaired] . Short-term memory [short-term memory impairment] . Hair loss [hair loss] . Burning sensation in abdomen [burning sensation in abdomen]. Tingling [tingling] . Tremors in right limbs [tremor limb] . Sleep difficulties [difficulty sleeping] . Anxiety [anxiety] . Musculoskeletal pain [musculoskeletal pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("unusual frequent heavy bleeding"), fungal infection ("mycosis"), back pain ("lower back pain"), headache ("headaches"), asthenia ("asthenia"), dizziness ("dizziness"), disturbance in attention ("impaired concentration"), memory impairment ("short-term memory"), alopecia ("hair loss"), abdominal discomfort ("burning sensation in abdomen"), paraesthesia ("tingling"), tremor ("tremors in right limbs"), insomnia ("sleep difficulties"), anxiety ("anxiety") and musculoskeletal pain ("musculoskeletal pain"). The patient was treated with surgery (surgery to remove essure). The reporter considered abdominal discomfort, alopecia, anxiety, asthenia, back pain, disturbance in attention, dizziness, fungal infection, genital haemorrhage, headache, insomnia, memory impairment, musculoskeletal pain, paraesthesia, pelvic pain and tremor to be related to essure administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.